Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgical procedure, the lateral jaws of the device burned the patient¿s skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. From the pictures, it cannot be determined whether the product met specification. The picture showed burn areas. There was no picture of the device. The reported condition was not confirmed. The actual device needs to be studied to determine the possible root cause. Without the actual product, a detailed investigation could not be performed. The file will be closed as inadequate sample at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report because of inadequate sample. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the lateral jaws of the device burned the patient¿s skin. They used ointment for burns. No additional information provided. Only one device caused first degree burn on the patient's skin. The procedure was completed with another device.